Event description:
It was reported that the patient experienced three bent cannulas event on (B)(6) 2026. The site of insertion was on abdomen, lower back. Due to the event, the patient experienced high blood glucose measuring 515 mg/dl and was treated with correction injection via multiple daily injections. The patient replaced infusion set and resumed insulin deliveries.

Manufacturer narrative:
MDR . / initial 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.